Manufacturer narrative:
Findings: pump was received with motor error alarm during basic occlusion test and error alarm at 4.0 pounds during prime test due to faulty sensor resistor. Unable to perform occlusion test due to motor error alarm. Unit passed displacement test, rewind, no delivery and motor tests. No excessive no delivery error alarm noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 498 mmol/l at the time of the call. The customer stated that they treated their blood glucose with a manual injection. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.